Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, although the reporter claimed that it was due to the patient being bedridden. On the same day as the onset, the patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin (1 gm in 5 days, route was not reported) and magnex forte (1 gm, once a day, route was not reported) via injections. The actions taken with pd therapy and the outcome of the peritonitis were not reported. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).